Event description:
Pulmonetic systems, inc. Rec'd a medwatch report from a rep of hospital on 11/4/2002. The rep reported the following problem: the ltv 95 ventilator experienced a loss of power. The ventilator completely turned off and stopped. The ventilator was turned back on by the therapist. The pt's oxygen level dropped. The ventilator was removed and replaced.